Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a perm implant surgery, the patient experienced a loss of motor response on their left side of the body. The procedure was abandoned and the patient recovered fully. The procedure will be attempted at a later date.